Event description:
It was reported that no injury reported however customer complaint as to hydraulic jack leaks oil, this is the mechnical function of this design; device should have lubrication for normal operation of said device.